Event description:
Additional information was received stating that the monitor was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: monitor (B)(4) hd m-touch 27in s8 svc: lot number is unk. Initial reporter is unknown at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that after an hour of intermittent navigation and after the guide wires had been placed, the main cart monitor screen started zooming in and out without anyone touching the screen or navigating instruments. The touch screen was not responding to touch, and after 20-40 seconds of no one touching the screen all the buttons appeared to highlight on and off. System was hard rebooted and after verifying probe, 3 seconds into navigation the same unusual touchscreen behavior persisted. Another navigation system was brought into the room and they were going to take another imaging spin to automatically register the patient with the new navigation system. Technical services advised the representative to push the primary image to the new navigation system in the room and the patient could be registered with point merge. While deciding whether or not to continue with navigation the surgeon proceeded with screw placement using a c-arm. There was no harm to the patient present and there was less than one hour delay. Probable cause was noted the be a cracked screen.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was replaced on the navigation system. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the monitor was cracked, resulting in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of concomitant medical products) pn: 9735795, ln: 17390710. If information is provided in the future, a supplemental report will be issued.